Event description:
New information stated that the lead exhibited oversensing. The lead was capped and replaced. The patient was in stable condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow up. Upon interrogation, the right ventricular lead exhibited low impedance, noise, and capture anomaly. The lead was reprogrammed. The patient was in good condition and would continue to be monitored.